Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged as it was implanted not sutured down. As a result, the ra lead was explanted and a new ra lead was successfully implanted. This lead was explanted but could not be salvaged. As a result, boston scientific crm is unable to confirm the clinical observations. No additional info is available at this time. This event will be reopened if any additional info is received.